Manufacturer narrative:
B1: product problem - corrected - no product problem. B5: executive summary - updated. H1: type of reportable event - corrected - no malfunction. H3: device evaluated by mfg-updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was kinked/bent 4 cm from the proximal end of the proximal shaft. The catheter shaft was kinked 7 cm from the proximal end of the proximal shaft. The catheter tip was intact. The catheter hub was intact. The functional inspection was not required. The reported event ¿catheter shaft broken/fractured during use was not confirmed during analysis. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported "during one right middle cerebral artery (mca) stenosis interventional procedure, when the physician was delivering a catheter through a tortuous intracranial vessel segment, the proximal end of the catheter broke after encountering resistance during repeated super-selective cannulation attempts. Subsequently, the physician replaced it with a new catheter of the same catalog and successfully delivered it to the target location using alternative techniques, and the procedure was completed smoothly." Additional information received from the customer indicated the device was prepared for use as per the directions for use, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush set up and maintained throughout the clinical procedure. Also, the patient's anatomy was described as severely tortuous. The axs catalyst states, ¿never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could dislodge a clot, perforate a vessel wall, or damage the device.¿ the catheter shaft was kinked/bent 4 cm from the proximal end of the proximal shaft. The catheter shaft was kinked 7 cm from the proximal end of the proximal shaft. The catheter tip was intact. The catheter hub was intact. The physician may have mistaken the catheter kink for a break. Based on the available information and analysis of the returned device, the event likely resulted from the severity of the patient¿s anatomy. The reported event 'catheter shaft broken/fractured during use' will be assigned an assignable cause of not confirmed as the catheter shaft was not broken/fractured. The analysed event ' catheter shaft kinked/bent' will be assigned a probable assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a right middle cerebral artery stenosis interventional procedure; the physician was delivering the subject catheter through a tortuous intracranial vessel segment. The proximal end of the catheter broke after encountering resistance during repeated super-selective cannulation attempts. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject catheter was returned for analysis. The catheter was examined, and it was discovered that the reported event of the subject catheter shaft broken/fractured during use was not confirmed. The catheter shaft was kinked/bent 4 cm from the proximal end of the proximal shaft. The catheter shaft was kinked 7 cm from the proximal end of the proximal shaft. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a right middle cerebral artery stenosis interventional procedure, the physician was delivering the subject catheter through a tortuous intracranial vessel segment. The proximal end of the catheter broke after encountering resistance during repeated super-selective cannulation attempts. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.